Event description:
The customer reported that hard disk drive (hdd) failed on the central nurse's station (cns) and then the system would not load cns software after that. The cns was monitoring patients at the time this happened. However, they were note sure how many patients were being monitored at the time it failed. Customer received the hdd and replaced it but it did not resolve the issue and exchange unit is being sent to the customer. No patient incident reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer reported mu-971ra serial number (B)(6) was getting "failed hard disk" error message. The system would not load cns software. On (B)(6) 2020 customer responded to nka's inquiry regarding the incident as follows: called customer and got the following responses: 1. Customer's maintenance history of the cns device, including periodic inspection and reboots? Every 6 months they do maintenance like dusting it off and cleaning the filters. They reboot the unit about 4 times a year. 2. What error message(s) occurred at the time of the reported issue. He said that at the time of reporting the incident, he does not recall any error messages. 3. Was/were the hard drive(s) replaced previously? He thinks they were not replaced before the incident, but he is not exactly sure. 4. Is customer willing to send failed hard drive(s) to nka if available? There are no failed hard drives available to send. Service requested: exchange. Service performed: exchange. Investigation result: a replacement hard disk was provided to customer. Nk ts walked customer through setting up the registration codes. When customer shut the device down, instead of restarting to ensure the codes were input properly, the device would not power up again. Leds on the fan were illuminated while the battery indicator on the ups was red. A replacement device was provided to customer under ticket 50389. The defective unit, serial number (B)(6) was received on 9/14/2019. On 1/28/2020, nka repair center evaluated the device under ticket 50389 to evaluate the reported issue of cns not powering on. The issue could not be duplicated. Moreover, no issues were observed. Mu-971ra serial (B)(6) was put into service on 1/29/2011. Warranty expired on 1/29/2013. Service history shows there are no other related tickets created for this device. [Risk assessment] the probability of this issue re-occurring is derived from c4c data. Data was pulled on jan 22, 2020. Out of 33046 records, the ticket title is filtered for "hdd" keyword. The service category is filtered to include only "pm" related incidents. Pm is referring to patient monitoring devices. The model is filtered to show only "mu-971ra" incidents. There were 3 incidents of hard drive failure. A repeat of the above procedure for keyword "hard drive" yielded 7 incidents. The total number of cns 9701 with hdd failure equals to 10 incidents. Total number of units sold is available in sap. The total number of units sold since 2014 (the beginning of sap data) is (B)(4). The power issue has a rate of occurrence at 0.6%, or according to sop06-075, quality complaint investigations, the event may only occur in exceptional circumstances - rare. Risks: the risks of cns hard drive (hdd) failure is that there is a loss of central monitoring of patient's vital signs and waveforms, along with other patient information. The cns monitors both bedside and wireless telemetry transmitters devices. Bedside monitors have local alarm functions, both audible and visual, while wireless telemetry transmitters display compressed waveform and numeric data of the latest 10 minutes. When the cns hard drive fails, an error message (as is the case on ticket (B)(4)) is displayed, therefore the issue is immediately noticeable by the attending clinician. If alternate monitoring means are not available for the wireless telemetry patients, there is a possible loss of patient monitoring. In a worst-case scenario, the loss of monitoring capability at a central nursing station for cardiac rhythm and vital signs could delay the recognition and management of arrythmias and sudden deteriorations in vital signs in critically ill patients. This could adversely impact the outcome of subsequent treatments such as resuscitation. The risk is considered "major" as defined under sop06-075, quality complaint investigations. Therefore, the overall risk of this event, taking into consideration of severity and probability, is medium. Cns's intended use: the cns-9701 central monitor is designed for use in various hospital environments, including the ICU, ccu, recovery room, and general ward. The central monitor allows hospital staff to monitor patient's vital signs and waveforms, along with other patient information. The central monitor is designed so the operator can directly touch the screen from the operator's position. The patient monitoring network is composed of central monitors, bedside monitors, multiple patient receivers and transmitters. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device. Based on customer's response on 1/28/2020, customer performed maintenance of rebooting every three months, and dusting and cleaning every six months. Customer did not replace the hard drive. Per cns 9701 hard disk drive is to be replaced once every 2 years. Failure to replace hard disk drive on the recommended interval is attributed as the root cause of the reported hard drive failure. Investigation conclusion based on customer's response on 1/28/2020, customer performed maintenance of rebooting every three months, and dusting and cleaning every six months. Customer did not replace the hard drive. Per cns 9701 hard disk drive is to be replaced once every 2 years. Failure to replace hard disk drive on the recommended interval is attributed as the root cause of the reported hard drive failure. Corrected information: f9. Approximate age of device: incorrectly calcuated g4. Date received by manufacturer: should be 01/24/2019 not 02/22/2019 as listed on MDR initial report.

Manufacturer narrative:
The customer reported that hard disk drive (hdd) failed on the central nurse's station (cns) and then the system would not load cns software after that. The cns was monitoring patients at the time this happened. However, they were note sure how many patients were being monitored at the time it failed. Customer received the hdd and replaced it but it did not resolve the issue and exchange unit is being sent to the customer. No patient incident reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that hard disk drive (hdd) failed on the central nurse's station (cns) and then the system would not load cns software after that. The cns was monitoring patients at the time this happened. However, they were note sure how many patients were being monitored at the time it failed. Customer received the hdd and replaced it but it did not resolve the issue and exchange unit is being sent to the customer. No patient incident reported.